Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they noticed their quality control (qc) was out after the results were reported. The customer informed the ccc that they changed the sensors and made fresh qc. Qc was ran and found to be in range. The customer also stated their integrated multisensor technology (imt) sensors are expiring before their expected time. The ccc worked with the customer to perform imt maintenance. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced the instrument tubing, rotary seal and imt sensor from a different lot. The cse beached the port and adjusted the pump rate. The cause of the discordant, falsely depressed sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). The results were not questioned by the physicians(s). The same samples were repeated on an alternate dimension exl instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium and chloride results.